Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and observed that the device would not detect the lid being opened. The root cause of the reported issue was determined to be due to the reed switch, sw5. The device was archived by stryker.

Event description:
A customer contacted stryker to report that his device was not detecting the opening or closing of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation and observed that the unit was not powering on when the lid was open. The reported issue was duplicated and verified. Stryker could not repair the device. A conclusive cause of the reported issue could not be determined. The customer will be provided with a replacement device.

Event description:
A customer contacted stryker to report that his device was not detecting the opening or closing of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.